Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had wanted to get in the shower and suspended her pump. Customer put the cap on to cover her site, so that she could get into the shower. Customer could not get the cover off and when she tried to take it off, the whole site piece was pulled out. Customer's blood glucose was 142 mg/dl. Customer stated that she is going to be trained to insert tomorrow. Customer opened a new reservoir and pushed the bubbles into the tubing. Customer was able to prime them out during the fill tubing process. Customer declined troubleshooting for air bubbles at this time. Customer was able to insert the infusion set successfully.